Event description:
The customer reported a clear liquid leak from under the coulter, coulter lh 500 hematology analyzer with approximately 10ml spilling onto the counter. In addition, diffs recovered nonnumeric replacement flags. The customer was unable to locate the source of the leak. Fluids associated with the lh500 include blood, diluent, lh series pak reagents, reticprep reagent system, and lyse s iii diff during operation and lh series cleaner at shutdown the operator was wearing personal protective equipment (ppe) consisting of a glasses, eye protection, and gloves when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. He does have a risk management / exposure control plan is in place and the customer reviewed the msds. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place.

Manufacturer narrative:
Per phone conversation with the field safety engineer (fse) on (B)(4) 2012, the customer was able to find and reconnect tubing which had popped off. The customer's action resolved the issue prior to fse's arrival. The customer did not identify which tubing had popped off. Service was cancelled. The failure mode is unknown; therefore, potential for discrepant results cannot be determined. (B)(4).